Event description:
Pt presented with fever and fluid in joint fourteen days following orthopedic surgical procedure. Joint fluid was aspirated, cultured and the joint irrigated. A repeat culture was performed four days later. Outcome is reported as no loss of function.